Manufacturer narrative:
A osseotite parallel walled implants (oss310) was returned for investigation. Visual evaluation of the as returned products identified that it was fractured. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the device was fractured. Pre-existing conditions noted on the per were moderate bone density type ii, bruxism and atrophy. The reported device had been placed on tooth # 21 for approximately 22 years. X-ray images were provided. However, fracture was identified upon visual evaluation. DHR review for the lot (39563) had revealed no deviations nor non-conformances which could have caused or contributed the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (39563) and no similar event or complaint about nonconforming products was found. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is long-term parafunction (bruxism and atrophy) over the implantation period of approximately 22 years. The following sections have been updated: b4: date of this report d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant (oss310) was removed due to fracture at tooth location 21. Implant supported a bridge.